Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The report was mailed to FDA on: may 8, 2014. (B)(4).

Event description:
A biomedical engineer reported the system shut down while setting up for a procedure. The procedure was completed after being postponed for about one hour.